Event description:
The facility representative reported a colleague infusion pump which experienced failure code 807:05 during biomedical testing. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure code 807:05 and determined the root cause to be a defective pump head module. The pump head module was replaced to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.